Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated during fill 1 the blue pin broke off and fluid was leaking out of the stay safe area. The patient so far filled with 65ml out of an expected 1600ml. The pdrn stated the dialysis cycler did not get wet. Additional information was requested but was not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated during fill 1 the blue pin broke off and fluid was leaking out of the stay safe area. The patient so far filled with 65ml out of an expected 1600ml. The pdrn stated the dialysis cycler did not get wet. Additional information was requested but was not received to date.